Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nurse noted before procedure that the plastic on the tray was chipping away from the metal so small plastic chips were noted as debris in the tray. Patient consequence? No. Action taken for procedure: another like set of instruments were opened to replace the worn tray. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned case confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.